Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found damage to the battery compartment, motor cover, and head restraint brackets. Review of the archive data found multiple user advisory (ua) 29 (loss of brake connectivity) error messages had occurred on the date of event ((B)(6) 2016), the last power up date of the device. The autopulse platform failed functional testing. The ua29 occurred. In summary, the customer's reported complaint was confirmed during archive data review and functional testing. Further review found a faulty power distribution board (pdb). A reference pdb was installed and ran the platform for approximately 30 minutes with no faults found. The pdb was replaced. The autopulse platform is a reusable device and was manufactured on (B)(6) 2006. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The motor cover, battery compartment and head restraint brackets were replaced. The platform passed all final testing criteria.

Event description:
During a daily shift check it was reported that autopulse platform (s/n: (B)(4)) displayed a user advisory 29 (loss of brake connectivity) error message. There was no patient involvement reported.